Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 471 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer was advised to change out the complete set, find alternative sites for the set insertion and to follow up with their healthcare provider. Customer's high blood glucose levels were in regards to stress. Customer was placed on an IV at the emergency room to calm down but was otherwise not hospitalized.